Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a revision surgery on (B)(6) 2013, the surgeon tried to open a matrix transconnector with the torque handle and the screw driver shaft to gain access for decompression. He heard a clack sound and removed the instrument. The tip of the screw driver shaft was broken off and the screw was still tight. He removed all instrument parts from the patient and had to do the decompression with the trans-connector in place. The surgeon mentioned that he installed the transconnector in the first place and is absolutely sure that he used the torque handle to tighten the transconnector with the correct torque. No further information available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.